Manufacturer narrative:
It was claimed that ventilator did not turn on during start-up procedure. The issue has been confirmed in problem description. The device's logs and service report were not available for analysis. According to the information provided by the technician, the issue has been solved by replacing power control circuit board (pcb). The defective part has not been returned to factory. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/18/2008. Corrected manufacture date: 05/21/2008.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator could not be turned on. There was no patient involvement. Manufacturer's reference #: (B)(4).